Manufacturer narrative:
(B)(4).

Event description:
It was reported that in the clinic at the patient's bed side, the second year resident physician was unable to continue the insertion of the swg into the patient's left jugular due to the kinking of the swg during insertion. As a result, a new kit with the same lot number was opened and successfully used to complete the procedure. There was no reported delay, death, or complications to the pt as a result of this occurrence. This complaint involved a (B)(6) female pt with a history of deep venous thrombosis and chronic obstructive pulmonary disease.